Manufacturer narrative:
Unit was received with no up and down button response due to flattened up and down button dome switch. No pump reacting on its own noted.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. Blood glucose level at the time of the incident was 300 mg/dl, which was treated with manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.